Event description:
This was a cardiac lead extraction case conducted to remove a single chamber ICD mdt sprint quatro (6947) implanted on the left side. The lead made noise at battery change. Once the pocket was opened, an insulation fracture was observed at the suture collar and the decision was made to proceed with the lead extraction. In keeping with standard protocol at (B)(6), the patient had invasive pressure monitoring, large bore access through the groin, the chest was prepped for medial sternotomy, and blood was in the room. Before starting the case, it was observed that the lead made a 90 degree turn as it entered the svc. The lead was extracted completely and a massive pressure drop was then seen. Surgical backup was immediately called. The surgeon arrived in about 10 minutes and had the patient's chest open in less than 5 minutes. The surgeon found a large longitudinal tear in the svc but was not able to repair it in time to save the patient. Primary cause of death was cardiac arrest, and secondary cause was exsanguination. Pericardiocentesis yielded about 200ml of blood. No device was received for evaluation and no lot number was provided, so no internal lot history review could be conducted.

Manufacturer narrative:
Device disposed of after use, no return.